Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was 568 mg/dl at the time of incident. Customer also stated that insulin pump received insulin flow block alarm. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not returned for analysis.